Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is not available.

Event description:
The head became carbonized head of the electrode blew during the intervention causing an electrical arc, suction clogged with many bubbles. No impact to the patient, use of another electrode to complete the intervention (monopolar another brand without aspiration).

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual observation of the active tip indicates signs of activation and the manifold between 1 - 4 o'clock positions of the tip shows signs of melting. The suction tube and cord were intact. This damage to the active tip would lead to the reported failure, confirming this complaint. No functional test was conducted to avoid further damage. A DHR review has been conducted and the results indicate that this batch of product was processed without incident. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Due to an increasing trend in the number of melted manifold failure, a supplier CAPA has been initiated to investigate and determine a root cause for this failure. This CAPA is monitored under a mitek nc. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The head became carbonized. Head of the electrode blew during the intervention causing an electrical arc, suction clogged with many bubbles. No impact to the patient, use of another electrode to complete the intervention (monopolar another brand without aspiration). See associated medwatch number 1221934-2016-10349.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This follow up is being filed to document device return and updated UDI: (B)(4).